Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete. Patient identifier: (B)(6). All available patient information was included. Additional patient details are not available. This report is being filed on an international product, list number 6r86-32, that has a similar product distributed in the us, list number 6r86-30.

Event description:
The customer reported false negative architect sars-covigg assay results for 2 patients who had previous positive pcr test results. The customer provided: on (B)(6) initial= 1.15 s/co (positive pcr 23 days earlier). Sid (B)(6) initial = 0.16 s/co, repeat 0.16 s/co (positive pcr 21 days prior); (cut off range: < 1.4 s/c =negative; = > 1.4 s/c = positive). No impact to patient management was reported.

Manufacturer narrative:
The complaint evaluation included a search for similar complaints, and the review of complaint text, trending data, labelling, and device history records. Return testing was not completed as returns were not available. In-house testing for reagent lot 16263fn00 was completed using a retained sample of the complaint lot stored at the recommended storage condition. To assess the performance of the complaint lot, 40 replicates of the positive control which contains human blood-derived material, reactive for anti-sars-cov-2 igg was tested across two architect instruments. Results obtained met acceptance criteria indicating that the lot is performing acceptably. Device history record review on lot 16263fn00 did not show any potential non-conformances, or deviations. Labelling was reviewed and found to adequately address the issue under review. The exact reason for issue observed by the customer is unclear however it is potentially attributed storage conditions. The samples were stored in ambient conditions (room temperature) until testing on 23 and 25 may. Per product labelling if testing will be delayed more than 7 days, it is recommended to store frozen. Per product labeling, results should be used in conjunction with other data; e.g., symptoms, results of other tests, and clinical impressions. Negative results do not rule out sars-cov-2 infection, particularly in those who have been in contact with the virus. Follow-up testing with a molecular diagnostic should be considered to rule out infection in these individuals. Results from antibody testing should not be used as the sole basis to diagnose or exclude sars-cov-2 infection or to inform infection status. Based on the investigation, no systemic issue or deficiency of the architect sars-cov-2 igg reagent lot 16263fn00 was identified.